Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory (ua) 41 (patient temperature sensor failure) was confirmed during archive review and initial functional testing. The defective temperature sensor was replaced to remedy the fault. No physical damage was noted during visual inspection. The archive data review indicated multiple error message ua 41 appeared on the customer reported event date of (B)(6) 2017. The platform failed the initial functional testing due to error message ua 41 displayed when the platform was powered on. The temperature sensor was found to be defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. Clutch plate deburring was performed to remedy the sticky clutch, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 41 (patient temperature sensor failure). The customer tried to change the lifeband; however, same issue persisted. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.